Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.473, lot 7837375: manufacturing site: hägendorf. Release to warehouse date: march 22, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported that the inter-lock screwdriver t25/3.5mm hex/224mm was broken. The repair technician reported the that the tip is deformed and bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is not determined. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the device was fell apart and the distal tip of the shaft component was twisted and bent. No other issues were identified with the returned device. During the functional test, an attempt to assemble the received components were failed due to the distal tip of the shaft component being twisted and bent. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a screwdriver was noticed to be broken before use during inspection. There was no patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).